Event description:
A surgeon reported three patients with hyperopic outcomes following intraocular lens (iol) implant surgery. In a f/u phone call with the physician, he reported that he was off on his pre-operative axial length measurements which contributed to the hyperopic results. He also noted the patient has cystoid macular edema postoperatively which could also be contributing to the hyperopic results. The surgeon reported the iol did not cause or contribute to the event. There are three medical device reports associated with this event. This report is for the third of three patients.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 09/29/2010, 10/04/2010, and 10/13/2010 by fax and mail. A completed questionnaire has not been received. (B)(4).